Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed, no issues were observed. The adhesive was also returned and intact. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found and the investigation showed all processes were effective.

Event description:
Customer reported experiencing an infection during her 5 day wear of the adc freestyle libre sensor. Customer presented pruritis at the sensor site and bleeding upon removal of the sensor. Customer had contact with a healthcare professional and was prescribed a bactroban (mupirocin - an antibiotic) cream for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during her 5 day wear of the adc freestyle libre sensor. Customer presented pruritis at the sensor site and bleeding upon removal of the sensor. Customer had contact with a healthcare professional and was prescribed a bactroban (mupirocin - an antibiotic) cream for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.